Event description:
It was reported that during use o a pt, the autopulse platform compressed 9 times and showed "replace battery." Customer reported that the autopulse li-ion battery failed. A spare (black) battery was installed and the platform displayed a user advisory (ua) 45 message. Customer discontinued use of the platform. After the call, customer was able to reset the mannequin for 15-20 minutes without a problem. When the customer placed the reported li-ion battery back into the platform (with 3 yellow bars), the display showed "replace battery." No adverse pt sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform and li-ion battery in complaint were returned to zoll on (B)(6) 2013 for investigation. Investigation results as follows: visual inspection of the platform was performed and confirmed no damages. The brake gap was found to be out of specification at 0.016" and could not be adjusted back within the specification of 0.008". Both of the set screws would not lock into the encoder dimple locking hole and subsequently caused the brake to disengage. A definitive cause for this could not be determined based on the investigation. Functional testing (run-in test) was performed using the fully charged, test-cycled li-ion battery (s/n (B)(4)), with a (B)(6) patient test fixture and the platform ran normally for more than 33 minutes. The platform also ran successfully with no issues noted, for an additional 51 minutes with a fully charge (B)(6) battery. Load cell characterization was also performed and both load cells 1 and 2 were operating within specification. A review of the archive for the platform was performed; however, because the customer continued to use the autopulse after reporting the event, and because this older version of autopulse ((B)(4)) has a relatively small archive memory, the archive was found to have been overwritten with more recent data. Consequently, data prior to (B)(6) 2013 was not retrievable. Based on what could be read from the archive, there were no significant discrepancies noted. Based on the investigation for the autopulse platform alone, the reported complaint could not be verified nor a root cause confirmed. However, based on the investigation and review of the archive for the returned li-ion battery (s/n (B)(4)), the following was determined: the battery archive correlates with the customer's report of a cardiac arrest treatment on (B)(6) 2013, and with the customer's report of testing the battery on (B)(6) 2013. Based on the investigation results of the battery, the root cause of the observed failure is user error. At the time of use, the autopulse battery was not displaying green led's. The cause of the observed failure was the absence of a daily status check by the customer and/or the failure to check for four green led's prior to inserting the battery in the autopulse platform. Either of those actions by the customer would have resulted in returning li-ion battery sn 07797 to the charger on the morning of (B)(6) 2013, and would have prevented the appearance of the "replace battery" message later that day at the start of the code. Please see related MFR report #3003793491-2013-00654 for autopulse¿ resuscitation system model 100 with sn (B)(4).

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. See related MFR report #3003793491-2013-00654 for autopulse resuscitation system model 100 with sn (B)(4).